Event description:
The chief anesthesiology tech reported that a 3m ranger standard flow cassette model 24250 was used with a ranger warming unit (model 24500) during a tumor resection of the brain of a (B)(6) male infant on (B)(6) 2014. The cassette was primed with plasma-lyte prior to use. Blood was attached to the cassette along with a blood component set from another MFR. The MFR blood set also used had a chamber that was being manually squeezed to increase blood flow and volume. The applied pressure was not known. The blood allegedly burst from some point in the tubing from the 3m cassette and sprayed on the operating room staff. The pt subsequently died but the anesthesiologist in the room stated that the alleged leak had nothing to do with the pt's death.

Manufacturer narrative:
The blood allegedly burst from some point in the tubing from the 3m cassette and sprayed on the operating room staff is the reason for this report. It has been confirmed by a medical professional the cause of death was not related to the burst in the cassette. Professional stated, they did not exceed the 300mmhg during the manual squeeze per product specified limit. No lot number was provided. Without the lot number it is not possible to provide the expiration date or manufacturer date. The customer indicated they will be returning the product back to 3m. However, as of the date of this report 3m has not received back the product. (B)(4). For use when no methods were performed and therefore no results will be obtained.